Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. All available information indicates that a revision was performed and the ra lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. All available information indicates that a revision was performed and the ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, additional information indicates that this explanted product was returned but no analysis was performed as reported allegation of infection was known inherent risk of the device. The allegation was not confirmed. This supplemental is being filed to capture the return date and the product investigation results.